Event description:
It was reported that this right atrial (ra) lead has exhibited atrial undersensing for approximately three years. In addition, the ra pace impedance was noted to be high out of range in the 1700 ohm range. This ra lead has a normal impedance range of 600 ohms to 1500 ohms. Boston scientific technical services (ts) provided guidance to the healthcare provider to evaluate the lead with isometric and pocket manipulation testing while checking impedance measurements. Ts stated that if the patient is symptomatic, they suggest brining the patient into the clinic sooner. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported.